Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained that the patient alert triggered, and the patient was told that the lead was 'defective.' The patient complained of being 'upset,' frightened, and 'depressed.' The lead was capped and replaced. No further patient complications have been reported as a result of this event.